Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to a damaged of the hex. Procedure was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
During ongoing investigation it has been identified a fracture of the implant neck. Doctor confirmed the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant was returned for investigation. Visual inspection of the as returned product identified that the implant collar and hex were fractured/damaged. Additionally, there was bone residue around the external threads which were damaged possibly during removal. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the device was fractured. Pre-existing condition noted on the per was 'low bone density ¿type IV'. The device had been placed on tooth #44 (fdi) for an unknown period of time. Review of appropriate documentation: document reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: indications, warnings and precautions. Per the applicable IFU, improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (1249628) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1249628) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.